Manufacturer narrative:
H3: device evaluation - lens was returned in microcentrifuge vial dry with residue/debris on product. Visual inspection found no visible damage to the lens. Dimensional and functional inspection found the lens to be within specification. Claim#: (B)(4).

Manufacturer narrative:
B5 - reportedly, the problem is not resolved. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vicmo12.6 implantable collamer lens of -7.5 diopter was implanted into the patient's right eye (od) on (B)(6) 2022. On (B)(6) 2023, the lens was exchanged for a longer length lens due to excessive vault and refractive surprise. The problem was resolved. The cause of the event is unknown.

Manufacturer narrative:
H6: off-label use acd<3.0. Claim# (B)(4).